Event description:
It was reported that guidewire coating issue occurred. The patient underwent right atrial appendage occlusion. A 035/260/3mm amplatz super stiff was selected for use. During the procedure, it was noted that the thickness of the guidewire was not even, and the guidewire could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there is a visible physical appearance of the guidewire coating that was uneven.

Manufacturer narrative:
E1:(B)(6). A1: patient identifier: updated. Device eval by MFR: the amplatz super stiff was returned for analysis and investigation was completed. Visual and microscopic inspection revealed that it was observed that a bent at distal tip occurred and the coating was peeled.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6), reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that guidewire coating issue occurred. The patient underwent right atrial appendage occlusion. A 035/260/3mm amplatz super stiff was selected for use. During the procedure, it was noted that the thickness of the guidewire was not even, and the guidewire could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that guidewire coating issue occurred. The patient underwent right atrial appendage occlusion. A 035/260/3mm amplatz super stiff was selected for use. During the procedure, it was noted that the thickness of the guidewire was not even, and the guidewire could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there is a visible physical appearance of the guidewire coating that was uneven.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Device eval by MFR: the amplatz super stiff was returned for analysis and investigation was completed. Visual and microscopic inspection revealed that it was observed that a bent at distal tip occurred and the coating was peeled.

Event description:
It was reported that guidewire coating issue occurred. The patient underwent right atrial appendage occlusion. A 035/260/3mm amplatz super stiff was selected for use. During the procedure, it was noted that the thickness of the guidewire was not even, and the guidewire could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that there is a visible physical appearance of the guidewire coating that was uneven.